Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the "screw mechanism" failed. The lead was explanted and replaced. The lead will not be returned, was destroyed by the site.